Event description:
The customer reported three (3) false positive results with the ID now covid-19 assay performed in (B)(6) 2023. This MFR. Report addresses result one (1) of three (3). Confirmation testing with smart gene was performed and generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Date of event provided is an approximation, was not provided by consumer. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded; single use device.

Event description:
The customer reported three (3) false positive results with the ID now covid-19 assay performed in (B)(6) 2023. This MFR. Report addresses result one (1) of three (3). Confirmation testing with smart gene was performed and generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : device discarded; single use device.